Event description:
There is a non-disposable inserter device that attaches to the valve bracket and it broke off from the disposable bracket. No harm to the patient.manufacturer was contacted, awaiting response for valve bracket, medtronic mosaic ultra porcine heart valve.